Event description:
The customer reported that the system failed the constancy test and that the x-ray dose was too low. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.